Manufacturer narrative:
Section b3, b5: additional information.

Event description:
Additional information: it was reported that patient had a pump exchanged on (B)(6) 2018 for chronic driveline infection w/ mssa and scedosporium. It was reported that patient had many infections and medications. On (B)(6)2018, patient had driveline infection and was on lifetime vfend.

Manufacturer narrative:
Age of device: 2 years, 9 months, 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient had a pump exchanged on (B)(6) 2018 for an unspecified reason. Additional information was requested but not yet provided.

Manufacturer narrative:
Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.